Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, while creating the flap for the right eye, he noticed an area where the laser did not cut. He did not try to open the flap and did not attempt to cut the flap on the left eye. The surgery was cancelled and the patient was scheduled to be checked after one month. Additional information was received from the surgeon, who indicated the cut was incomplete in front of the tunnel/hinge. The event continues and will wait for healing of the flap before performing a new surgery. The surgeon also reported the central scar in area of incomplete cut was affecting the central visual axis.